Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device received has a crack on the battery tube which starts at the corner of the belt clip rails. There is also a horizontal crack in the battery threads located just below the top.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had red cross and open book. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.